Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h10. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. The logs provided is not showing any failure. No any hardware failure visible on logs. As a resolution, the unit o2 dosing valve replaced to resolve auto cycling, later the issue was unresolved. A complete calibration fixed the issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other -the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator zero calibration is failing during preventive maintenance (pm). Also, log shows auto-cycling at high fio2 (70% or higher). Furthermore, there was no patient associated with this issue.